Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated his spouse found the him unconscious and called the paramedics since they could not treat the patient orally with glucose. At the time, the patients bg was 39 mg/dl while the cgm was displaying 80 mg/dl. The patient received unspecified treatment in the ambulance and was brought to the ER. No additional treatment information was reported. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.